Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported for via phone call for low blood glucose. Blood glucose at the time of incident was 35 mg/dl. Customer¿s current blood glucose was 247 mg/dl. Customer treated with juice and anything she found that she can eat. Customer¿s sugar went up above 300 mg/dl when she ate out. Customer delivered bolus before she ate that last night when she got home, checked her blood glucose she was under 200 mg/dl and treated again with bolus. Customer declined troubleshoot for low and high blood glucose. The insulin pump will not be returned for analysis.